Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced failed right side, device tip bent/broke, and complication of device insertion. No information given on patient's history, past drugs, concurrent condition and concomitant medication received. On (B)(6), 2013 the patient had essure (fallopian tube occlusion insert) inserted, lot number a95862. On (B)(6) 2013 the patient experienced failed right side, device tip bent/broke, and complication of device insertion. Patient followed with a tubal. No further information was provided.